Manufacturer narrative:
The pipeline flex with shield stuck inside the marksman was returned within its inner pouch; inside of a biohazard plastic bag and a shipping box. For further examination, the pipeline flex with shield was then pushed out from the catheter lumen with difficulty. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5853mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. Bends found on the pusher at 28.5cm to 35.5cm from the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. When compared to the drawings the total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined; and no damages were found. The catheter body appeared to be stretched and accordioned from 19.0cm to 29.5cm from the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield and marksman catheter were confirmed to have resistance during delivery; as the returned pipeline flex with shield was stuck inside the marksman catheter. However, the pipeline flex with shield was not confirmed to have failure to open as the distal and proximal ends of the returned pipeline flex with shield braid were fully opened and moderately frayed. The pipeline flex with shield and the marksman catheter were damaged. From the damages seen on the catheter body (stretching/accordioning), proximal wire (bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to navigate/retrieve the pipeline flex with shield through the marksman catheter against resistance. It is possible that the severe vessel tortuosity may have contributed to the reported issues. There was no device malfunction or non-conformance to specifications identified that led to the resistance during delivery and failure to open issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield did not open completely and deployed more proximal, as the device missed the landing zone. The device was reported to have jumped during the deployment. The device was also reported to have failed to be resheath and was removed. The patient was treated with new devices. The anatomy was reported to have been severely tortuous. The ped2 was placed 3mm past the aneurysm neck on each side. No side branches were covered. The tip of the catheter was moved during the device deployment. The devices were each prepared and used per the instructions for use (IFU). The catheter was flushed per the IFU. The catheter was also reported to have been kinked and stretcher in the middle during the removal. Force was applied during the use of the catheter as it was difficult to deliver the catheter. This event occurred during the treatment of a right ophthalmic, unruptured, saccular aneurysm. The max diameter was 5mm and the neck was 4mm. The distal landing zone was 3.6mm and the proximal was 4.3mm. No patient injury was reported.